Event description:
This is report 2 of 2 involved in this event. This is a report of a patient who experienced and was hospitalized for five days for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. Patient symptoms due to the peritonitis included abdominal pain, nausea and vomiting. The patient was treated with vancomycin (dose, frequency and route not reported) and recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd894717 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).